Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.5/1.5/004 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) as a replacement lens on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to lens rotation and iop spikes. It was indicated there will be not replacement lens. The problem is not resolved.